Manufacturer narrative:
Block h6: imdrf device code a050701 captures the reportable event of wire was unable to release the bow. Block h11: investigation results: the returned jagtome rx 44 was analyzed, and a visual inspection found that the cutting wire was popping out at distal section, also, it was observed that the cutting wire was detached from the connector joint strength at handle section, due to this condition the device was not able to bow or unbow during a functional test. The device was checked under x ray, and it was found that cutting wire was not crimped to the connector joint strength at handle section. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of wire failure to release bow (unbow) was confirmed. X ray pictures observed that the cutting wire was not crimped to the connector joint strength at the handle section, due to this condition the autotome device was not able to bow and unbow correctly. It was determined that the cause is related with a manufacturing deficiency. The investigation findings and all information available concludes the most probable root cause is manufacturing deficiency. An investigation to address this problem has been completed. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the sphincter of oddi biliary tract during a procedure performed on (B)(6) 2024. During the procedure, when the jagtome was removed from the duodenoscope, it was observed that the cutting wire was distended. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the sphincter of oddi biliary tract during a procedure performed on (B)(6) 2024. During the procedure, when the jagtome was removed from the duodenoscope, it was observed that the cutting wire was distended. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050701 captures the reportable event of wire was unable to release the bow.